Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the blood pump rotor tubing guide roller on a 2008t machine came loose during the patient¿s hemodialysis (hd) treatment and damaged the tubing of the fresenius bloodlines resulting in blood loss. The biomed could not confirm whether any diagnostic messages or audible alarms were received. The machine has 6,500 operating hours and the rotor is original to the machine. Additional information was obtained during follow-up with the biomed. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient's estimated blood loss (ebl) did not exceed 500 ml however a specific amount was not provided. The patient was able to complete treatment on a different machine with new supplies (including a fresenius dialyzer). The blood pump rotor was replaced with an available spare to resolve the reported issue to return the machine to service. It was noted that the replacement blood pump rotor is a refurbished part sourced from a third party vendor. The complaint sample is not available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the blood pump rotor tubing guide roller on a 2008t machine came loose during the patient¿s hemodialysis (hd) treatment and damaged the tubing of the fresenius bloodlines resulting in blood loss. The biomed could not confirm whether any diagnostic messages or audible alarms were received. The machine has 6,500 operating hours and the rotor is original to the machine. Additional information was obtained during follow-up with the biomed. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient's estimated blood loss (ebl) did not exceed 500 ml however a specific amount was not provided. The patient was able to complete treatment on a different machine with new supplies (including a fresenius dialyzer). The blood pump rotor was replaced with an available spare to resolve the reported issue to return the machine to service. It was noted that the replacement blood pump rotor is a refurbished part sourced from a third party vendor. The complaint sample is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Manufacturer narrative:
Correction: h6 (investigation findings).

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the blood pump rotor tubing guide roller on a 2008t machine came loose during the patient¿s hemodialysis (hd) treatment and damaged the tubing of the fresenius bloodlines resulting in blood loss. The biomed could not confirm whether any diagnostic messages or audible alarms were received. The machine has 6,500 operating hours and the rotor is original to the machine. Additional information was obtained during follow-up with the biomed. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient's estimated blood loss (ebl) did not exceed 500 ml however a specific amount was not provided. The patient was able to complete treatment on a different machine with new supplies (including a fresenius dialyzer). The blood pump rotor was replaced with an available spare to resolve the reported issue to return the machine to service. It was noted that the replacement blood pump rotor is a refurbished part sourced from a third party vendor. The complaint sample is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the blood pump rotor was returned to the manufacturer for physical evaluation. The returned rotor has a missing sleeve (guide sheave) on one of the rear guide pin. There are signs of debris and wear markings on the pin. There are no other discrepancies found with the rotor assembly. The returned rotor was installed onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. There were no discrepancies with the other sleeves during testing. The reported issue could not be confirmed as the reported issue could not be duplicated with the returned sample.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the blood pump rotor tubing guide roller on a 2008t machine came loose during the patient¿s hemodialysis (hd) treatment and damaged the tubing of the fresenius bloodlines resulting in blood loss. The biomed could not confirm whether any diagnostic messages or audible alarms were received. The machine has 6,500 operating hours and the rotor is original to the machine. Additional information was obtained during follow-up with the biomed. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient's estimated blood loss (ebl) did not exceed 500 ml however a specific amount was not provided. The patient was able to complete treatment on a different machine with new supplies (including a fresenius dialyzer). The blood pump rotor was replaced with an available spare to resolve the reported issue to return the machine to service. It was noted that the replacement blood pump rotor is a refurbished part sourced from a third party vendor. The complaint sample is not available to be returned to the manufacturer for physical evaluation.